Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso circular mapping catheter. Other company¿s devices were used during this study: acunav (acuson), 8.5-fr sheaths (sl1; st jude medical). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with symptomatic, drug refractory paroxysmal atrial fibrillation underwent catheter ablation. The patient required extended hospitalization due to the development of atrial tachycardia on the second day post-ablation. The author assessed it as a complication of the procedure though the patient has the pre-condition of atrial fibrillation. Further intervention/medication for this patient was unknown. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "locations of high contact force during left atrial mapping in atrial fibrillation patients." The purpose of this study was to (1) identify factors producing high contact force (cf) during left atrial (la) and pulmonary vein mapping; (2) determine the ability of atrial potential amplitude and impedance to predict cf; and (3) explore the feasibility of controlling radiofrequency power based on cf. Suspected device is thermocool smarttouch catheter, however catalog and lot number are unknown.